Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Since misalignment in the touch position of touchscreen was confirmed, touchscreen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil found that initially the touchscreen passed during diagnostics but failed functional testing. The touchscreen displayed misaligned touch points. The pil verified that after the successful recalibration of the touchscreen using the touchscreen calibration button noted in the diagnostics portion of the software, the touchscreen passed all diagnostics and functional testing. The touchscreen operated without issue. The touch points were properly aligned with the lcd.